Manufacturer narrative:
Product event summary: sensing integrity counts (sics) went up to 8937 (within 191 days) averaging around 46 sics per day. Impedance has varied between 60 and 146 ohms from (B)(6) 2013 until (B)(6) 2015. Right ventricular defib impedance at 115 ohms on (B)(6) 2015. (B)(4).

Event description:
It was further reported that the rv lead continued to exhibit variable defibrillation impedance, as well as varying and high pacing thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance trend on the rv (right ventricular) defibrillation coil was variable, also oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic) which were on and off for some time. There was also high and variable defibrillation impedance and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.